Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report. Covidien has requested the manufacturer provide the date of manufacture.

Event description:
A baby being monitored had an apnoea episode. The monitor was set to alarm at 90%.the spo2 saturation reading was 76% but the monitor did not make an audible alarm; however there may have been a visual alarm. No patient harm was reported. No required intervention was reported.

Manufacturer narrative:
The sample associated to this report was received and the customer reported issue could not be duplicated.  We are unable to determine the cause for this specific event however, manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored.